Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The target lesion was located in a right upper arm fistula. A 8.0 x 80, 75cm mustang balloon catheter was inflated and at unknown atms a balloon rupture occured and some of the device fragments remained in the vessel. The patient was taken to surgery. The procedure was not completed due to this event.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed that the balloon material was torn circumferentially at approximately 44mm distal to the proximal transition zone. The distal portion of the balloon material was not returned for analysis. It was noted that the single lumen shaft of the device was extremely damaged, stretched and bunched in appearance for a distance of 75mm proximal to the distal tip. It is noted that the single lumen shaft is split just proximal to the proximal edge of the distal radiopaque markerband. Examination of the distal tip noted that it was severely damaged. Examination of the remainder of the shaft found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The target lesion was located in a right upper arm fitsula. A 8.0 x 80, 75cm mustang balloon catheter was inflated and at unknown atms a balloon rupture occured and some of the device fragments remained in the vessel. The patient was taken to surgery. The procedure was not completed due to this event.

Manufacturer narrative:
(B)(4).